Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is not feeling well today and does not feel like their stimulator is working properly. They had contacted their healthcare provider (hcp), who recommended calling patient services. The patient was unable to connect with the programmer to check the implant and have tried using several different batteries. The caller was not with the patient nor programmer to do further troubleshooting. They stated they have been unable to connect to the implant since july and the patient just started not feeling well today.